Event description:
Customer reported a malfunction with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it, resolving the issue. The customer was advised to continue using the pump and to call back if the malfunction recurred, which was understood and acknowledged.